Event description:
It was reported that during aircraft transport, the ventilator reset several times and then shut down completely with a reset alarm displayed while connected to a pt. The aircraft crew believes the ventilator audibly alarmed when the reported problem occurred. The pt was hand ventilated for the duration of the transport. No pt harm reported. The aircraft crew also reported that the wires to the external charging source were exposed.